Event description:
A report was received that the patient experienced discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. It was reported that the patient was doing well postoperatively.